Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported she noticed an insulin leak due to the patch being wet. Caller stated often the plaster falls off easily. Caller reported she noticed the issue due to elevated blood glucose level; exact reading was not provided. No adverse event reported. Requested return of the alleged device for evaluation.